Event description:
The facility reports that patient was found unresponsive approximately 30 minutes into hemodialysis treatment. No machine alarms occurred and no problems were noted with any of the equipment or products in use at the time. CPR and medication were administered and patient transported to ER. Patient coded again at hospital and family member instructed that medical intervention be discontinued. Patient expired. No lab work was drawn and no autopsy performed.